Event description:
Reporter alleged obtaining the results of 239 mg/dl, 114 mg/dl and 63 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she was feeling hypoglycemic symptoms; so she ate a banana and took 1000 mg of glucophage. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.